Event description:
It was reported that during a subcutaneous implantable defibrillator (s-ICD) device data review, an episode of supraventricular tachycardia (svt) entered the shock zone and an inappropriate shock was delivered. Technical services was contacted and explained that the s-ICD does not have morphology discrimination. Reprogramming the shock zone settings was discussed, if clinically appropriate. At this time, the s-ICD remains implanted and in-service. No additional adverse patient effects were reported.

Event description:
It was reported that during a subcutaneous implantable defibrillator (s-ICD) device data review, an episode of supraventricular tachycardia (svt) entered the shock zone and an inappropriate shock was delivered. Technical services was contacted and explained that the s-ICD does not have morphology discrimination. Reprogramming the shock zone settings was discussed, if clinically appropriate. At this time, the s-ICD remains implanted and in-service. No additional adverse patient effects were reported.